Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.6, lab: 5.1. Therapeutic range unknown, but most patients are between 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.